Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force feedback fenestrated bipolar forceps instrument was analyzed and found to have thermal damage; the grip tips located at the distal end were found to have thermal damage. A visual inspection was completed and no damage was observed to any proximal end components. Additionally, the instrument was found to have mechanical indentation on the instrument bipolar yaw pulley. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during central processing, there was a pit on the distal end of the force feedback fenestrated bipolar forceps instrument on the plastic near the jaws. It appeared to be a burn. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: there was no patient injury. It is unknown if arcing occurred during last procedure instrument was used.

Manufacturer narrative:
The probable root cause of thermal damage and mechanical indentation is attributed to damage during use, as the mcs (monopolar curved scissors) used in close proximity to the force feedback fenestrated bipolar forceps, resulting in localized monopolar energy transfer that likely caused thermal damage to the distal grip tips. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.